Manufacturer narrative:
Additional MFR narrative

Event description:
It was reported that in preparation for an unk procedure, the rotawire guidewire broke. This occurred while platforming the rotablator burr to 170k rpms. The rotawire guidewire broke distal to the burr, and a piece of the wire was stuck in the burr. There was no patient contact with this device. The procedure was completed with another of the same devices. There were no patient complications.